Manufacturer narrative:
Lot number is unavailable. Evaluation summary: it was caused due to the valve worn out. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of before use. There was no report of patient harm. The suction valve was used for half of year; the sealed ring drops and it affected function.